Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a follow up visit, the lead exhibited high pacing threshold. The lead was explanted and replaced. The patient was stable before, during and after the procedure.